Event description:
A trilogy ev300, USA ventilator, was evaluated as routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, USA device by the field service engineer (fse), the device failed the failed active exhalation verification. The fse replaced 3-way solenoid and proportional valve to remedy active exhalation verification: s(+) p(+): pilot: reading. The unit passed final test after repair.

Manufacturer narrative:
The reported failure of a failed aecm test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.